Event description:
It was reported that during an unknown procedure the wand was smoking a lot. The procedure was completed with a backup device with no significant delay or patient injury reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting: the steam that is produced when the device is activated is a normal operating condition. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an unknown procedure the wand was smoking a lot. It is unknown if a back up device was available to complete the procedure or if a delay was caused by the device malfunction, but no patient injuries were reported.